Manufacturer narrative:
(B)(4).the vessel sealer instrument has not been returned to isi for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Review of the site's system logs found that there was no vessel sealer instrument used during a da vinci assisted surgical procedure for the reported procedure date. Isi has conducted a device history record (DHR) review for these devices and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, the vessel sealer instrument stopped sealing the patient's tissue. During the instrument's sealing cycle, there were no errors generated indicating that instrument's sealing function was not working. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported failure mode could likely cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the vessel sealer instrument stopped sealing the patient's tissue. There was no report that any fragments from the instrument fell into the patient and there was no report of any patient harm, adverse outcome or injury due to the reported sealing issue. On (B)(6) 2016 intuitive surgical, inc. (Isi) received additional information regarding the reported event from the site's materials manager who initially reported this complaint. According to the materials manager, she was not present during the surgical procedure. The initial reporter indicated that the vessel sealer instrument stopped sealing in the middle of sealing the patient's tissue; however, there was no indication of an inadequate seal. The erbe generator used during the surgical procedure functioned normally and there were no errors generated from the erbe generator. The affected vessel sealer instrument was removed and the planned surgical procedure was completed with a replacement vessel sealer instrument.